Event description:
It was reported that an ilet user experienced recurrent low blood glucose over approximately two weeks and recorded a lowest value of 63 mg/dl, with the device alerting for lows; the user had been announcing snacks as ¿dinner usual¿ per clinical direction and recently began eating less, and they asked about a factory reset to allow the system to relearn. Symptoms included hypoglycemia accompanied by shaking. Outcomes included successful self-treatment with four glucose tablets, no need for outside assistance, and no medical intervention or hospitalization. Investigation included review of use patterns and meal announcements with user education and troubleshooting. Investigation of this case revealed incorrect meal size announcements relative to reduced food intake, which plausibly contributed to hypoglycemia while the device hardware and alerts functioned as designed. It was concluded, based on previously established findings for similar reports, that user-related meal announcement practices in the context of decreased intake were the likely cause.